Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Data was provided for evaluation. The bluetooth pairing failure was confirmed via data investigation. Root cause of pairing failure was determined to be transmitter failure. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Based on the investigation results this issue has been upgraded from non-reportable to reportable.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Previously, data was evaluated and it confirmed the customer complaint. The reported event pairing failed was confirmed. The root cause could not be determined.